Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the reported device would not be returned. Previous similar evaluations by depuy material science found the impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. No evidence of manufacturing or material defects was observed that could contribute to the failure of these components. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pinnacle back handle broke off.